Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cosmetic damage. The plastic circle around the mouth of reservoir compartment was missing. The customer's blood glucose was 7.2mmo/l. The customer was advised the pump will be replaced and discontinue use of the pump.

Manufacturer narrative:
The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, partially peeling off keypad overlay at bottom left corner of overlay, severely faded serial number label and peeling end cap address label.